Manufacturer narrative:
This supplemental report is being submitted as a correction. Updated fields: d10, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified during preparation for an unspecified procedure. The same subject device was not used to complete the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, updates and correction. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water damage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water damage was due to cable damage. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified during preparation for an unspecified procedure. The same subject device was not used to complete the procedure.

Event description:
It was reported, that the camera head had cable cracked. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.